Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was activated by the toggle and when the toggle was released, the energy did not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. (B)(4). The hemopro 1 energy source was tested prior to the device being used. When the toggle on the hp1 device was engaged, energy was being delivered. However when the toggle was release, the hp1 energy source did not shut off.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was activated by the toggle and when the toggle was released, the energy did not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hemopro 1 energy source was tested prior to the device being used. When the toggle on the hp1 device was engaged, energy was being delivered. However when the toggle was release, the hp1 energy source did not shut off.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25121434, 25121795 and 25122171 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was activated by the toggle and when the toggle was released, the energy did not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hemopro 1 energy source was tested prior to the device being used. When the toggle on the hp1 device was engaged, energy was being delivered. However when the toggle was release, the hp1 energy source did not shut off.